Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at around 4:00pm, the patient was at her daughter's house when she started feeling symptoms of diabetic ketoacidosis (nausea and vomiting). When she checked the cgm it was 281 mg/dl while the bg was 412 mg/dl. She did not self-treat and wanted to go to the hospital. Her husband took her to the hospital around 5:00pm. Upon arrival, her bg was 350 mg/dl while the cgm was ranging between 275-278 mg/dl. The patient was treated with IV therapy and potassium. The patient was in the hospital for 2 hours. Prior to discharge, the patient's bg was 329 mg/dl while the cgm was 327 mg/dl. At the time of the report, the patient was doing okay and was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.